Event description:
It was reported the pt no longer experienced pain. Subsequently, she turned her scs system off and had not used it in approximately 2 years. Recently, the pt's pain resurfaced, but she was unable to turn her system back on. The pt is to consult with the sjm representative to have her scs system interrogated. Additionally, the pt may undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.